Event description:
It was reported that an unspecified issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. The day of the sensor was inserted, around 4 hours after this was done, around 6:00pm the patient started to feel sick. The patient did not check her continuous glucose monitor (cgm) readings or try to do a fingerstick. The patient experienced feeling anxious, nauseas, was vomiting, had back pain and stomach pain, her muscles were locked up and she could hardly move her leg and arm, and she could not sit up. The patient waited until the next day on (B)(6) 2024 around 04:00am before she contacted the emergencies. The muscles were so bad at that moment that she could not move. The patient had not performed any self-treatment until that moment. The paramedics arrived after a few minutes and took her to the hospital, where she was admitted into the intensive care unit. At the hospital, the patient was told her potassium was high and the patient was given dialysis, and intravenous treatment with insulin. The patient was given other medication but could not remember which one. During the stay at the hospital, fingerstick was taken every 3 hours, and when blood works showed an initial reading, the blood glucose reading was 982 mg/dl. The patient did not tell the paramedics she was diabetic, and the first fingerstick was taken at the hospital. The blood glucose reading was monitored until the reading dropped back into a normal range. No cgm reading was reported from the time at the hospital as the sensor was removed. The patient was also put on a heart monitor. The patient was admitted for 3 days after which she was discharged. There was no documentation of further medical evaluation or intervention. The patient initially called the pump manufacturer regarding the event and was told that she had ¿steady¿ readings for a couple of hours, but the patient did not know if this meant high or low cgm readings. At the time of the report the patient was stable. The patient was contacted for more information, but no further details could be obtained, and no other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code problem code: 4581 hyperkalemia/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, clarification was provided on 11/5/2024.